Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing."

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the luer lock was not properly connected. Tandem technical support (cts) educated the customer on how to properly connect the luer lock. Reportedly, the customer changed out the infusion set supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.